Manufacturer narrative:
Reported event: an event regarding issue unclear involving an unknown head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: stryker constrained cup in situ has dislocated. Revision will take place (B)(6) december. Update: "I ended up opening the hip and reassembling the socket. I intended to ream it out and revise it, but when I got in there, I was able to remove the outer locking ring, reassemble to bipolar part of the socket, reapplied the outer locking ring, and just changed the femoral head to a longer neck length and clicked it back into the socket. Seemed to work fine so far!"